Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's lead had moved out of the epidural space. The patient was initially scheduled for a revision procedure to put the lead back down but it was frayed. The physician confirmed that the lead migrated and was slightly frayed because the patient was very active, and that it was not procedure related. The patient underwent a lead replacement procedure. No device malfunction was suspected.